Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported an unexpected cgm app shut off. It was determined that loss of connection was related to the mobile application. No additional patient or event information is available. No data was provided for investigation. Confirmation of the complaint could not be determined. The root cause could not be determined.